Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll during a bolus attempt. Customer removed battery and received a button error alarm. Customer's blood glucose was 285 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No scrolling numbers anomaly noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.